Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump "delivered more insulin than intended without having registered that amount". There was no reported adverse impact to the customer¿s blood glucose. Additional information was not provided and the customer declined additional troubleshooting. Pump data was not available for tandem technical support to perform a review to determine a possible cause.